Manufacturer narrative:
During the investigation of the customer's issue, one additional sample was found to be false positive for flu b with the cobas liat sars-cov-2 and influenza a/b test; the repeat run was negative. A separate MDR will be filed. The customer's cobas® liat® was returned for evaluation and repair. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Manufacturer narrative:
The investigation is on-going. A follow-up report will be submitted once conclusions are available. (B)(4).

Event description:
A us customer is alleging false positive flu b results with the cobas liat sars-cov-2 and influenza a/b test for several patient samples run on a specific cobas liat analyzer (serial ID (B)(4)). Additionally, one additional sample was identified as a potential false positive for flu b based on review of provided data; note, this sample was not alleged by the customer site. Three of the patient samples were tested with the cepheid test and re-run with the cobas liat assay, but on a different cobas liat analyzer, and generated negative results. The site suspected contamination of the cobas liat analyzer (serial ID (B)(4)) so they took some swabs: one inside the cobas liat where the assay tube goes, one on the outside, and a third on the counter (which they just did). The first two swabs got false positives for flu b, and the 3rd swab of the counter got a negative. They suspect a leak but cannot prove one. This is the only cobas liat giving false flu b positives. The cobas liat analyzer (serial ID (B)(4) has been replaced at the site. The site released the prior positive results until they realized the issue, but they are going back and changing those results and notifying the patients. No harm was alleged, no treatment initiated. The swab samples were collected in copan media utm and the swab is bd flock eswab collection nasal swab. Eight mdrs will be submitted for this topic.